Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patients battery would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.